Event description:
The manufacturer received information alleging an issue related to a remstar device's sound abatement foam. Patient alleged device gets hot. Patient alleged dry mouth, cough, headache, shortness of breath, sinus issues, deviated septum and dizziness. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam.the patient alleged of having dry mouth,cough,headche,shortness of breath,sinus issues,deveated septum and dizziness. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer and found evidence of liquid ingress and hair, dust like and fibrous contamination in the base enclosure, device exterior, air outlet port, air inlet seal, blower box and the flow manifold. The humidifier was returned to the manufacturer's product investigation laboratory for evaluation. The manufacturer found evidence of liquid ingress and hair, dust like contamination, fibrous contamination, mineral deposits and bio contamination in the humidifier enclosure, exterior, drybox, drybox inlet seal, tubing connector, inside the elbow and on the humidifier lid seal. The manufacturer also found evidence of slight corrosion on the heater plate screws. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The device's event log was reviewed by the manufacturer and found the error log showed 5 instances of: e-53 error. The manufacturer concludes the contaminates found were consistent with liquid ingress, hair substances, dust and fibrous substances, contamination inconsistent with the sound abatement foam. The manufacturer confirmed there was no evidence of sound abatement foam degradation/breakdown.